Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the display issue was caused by a damaged scope connector. However, the specific cause of the damaged scope connector could not be established at this time. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the olympus video system center had a broken claw on the connection port and the scope could not be connected. The issue was found during preparation for use for an unknown procedure. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to the exterior part of the scope connector being damaged requiring repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: hokkaido hospital, organization for the promotion of regional medical functions, independent administrative institution added here due to character limitation in respective field.